Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the b30 scope communication error could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii xenon light source was presenting a b30 scope communication error during an unspecified procedure. According to the initial reporter, when this event occurred, there was no delay, the staff simply restarted the device, and it was working properly. Then, during a call with the olympus technical assistance center (tac) personnel, the customer noted that the b30 scope communication error came back. At that time, an olympus field service engineer (fse) was scheduled to be dispatched to the user facility to inspect the device. Later, before the fse could get to the site, the customer called back in and reported that she had several evis exera iii xenon light source devices all presenting b30 scope communication errors. Reportedly, all devices were inspected prior to the intended procedures and the same remedy of restarting the device was successful in the other instances. There has been no patient harm reported as a result of any of the above events. These events will be captured in a total of 3 reports. Report 1 of 3, with patient identifier (B)(6) is being submitted to capture the initially reported b30 scope communication failure. Report 2 of 3, which patient identifier (B)(6) will be submitted to capture the follow up phone call report of a second b30 scope communication error. Finally, report 3 of 3, with patient identifier (B)(6) will be submitted to capture the unknown number of devices/instances when customer reported several failures on multiple devices.

Manufacturer narrative:
The customer ultimately device to return the initially reported subject device for evaluation. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed ¿ there was no b30 scope communication error found while testing the device. However, the front panel mouth was found cracked, along with a bent rear foot, and a deformed rear panel. The device was still equipped with the old version main switch. The slider switch inside the scope socket was found worn out. A non-olympus bulb was installed with a life meter reading of 359+ hours, and had a light output measuring out of range. If additional information becomes available following the device evaluation, a supplemental report will be filed.